Event description:
It was reported that during a lead implant procedure, this lead when placed presented out of range measurements. This lead was attempted to be repositioned, however helix issues occurred making the lead unable to placed. A new lead was used to complete this procedure. No adverse patient effects were reported. This lead has since been returned for analysis. Product investigation is currently in progress. Once the analysis is complete an updated report will be provided.